Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient was experiencing atrial fibrillation (af) flutter with regular conducted r waves which resulted in an incorrect atrial fibrillation (af) burden value on the device. The icm remains in use. No patient complications have been reported as a result of this event.